Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/02/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot#: 3000465700 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone sheath on the cautery jaws began to delaminate and the cautery wire became unseated in the jaws. 2nd kit was opened and the case was completed without further incident. They were training a new clinician in evh and believes that the excessive burning of tissue was the root cause of the sheathing becoming soft and delaminating. Not a product issue in and of itself. No harm was caused to the patient; no part of the evh device fell into or was left in the patient. Evh power source was set to level 3. There was no procedural delay photos were provided by the complainant. The silicone is observed to be peeled away from the tip but does not appear to be detached. The heater wire is observed to be lifted.